Manufacturer narrative:
A review of the device¿s serial numbers history did not identify any similar complaints. The failure mode was confirmed during testing; however, the probable cause for the failure mode remains undetermined. The investigation is still ongoing. CAPA 34 was initiated to investigate the root cause of ground test failure. CAPA-15 was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test with a measured value of 0.355 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. The device also failed the 30 psi occlusion pressure test, alarming at 20.4 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement t was reported.